Manufacturer narrative:
(B)(4). Concomitant medical products - m2a-magnum pf cup 52odx46id/ pn us157852/ ln 147820, progressive por fmrl 9x125 lt/ pn 166315/ ln 843580, m2a-magnum 42-50mm tpr insrt-3/ pn 139254/ ln 244050. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately six years post implantation due to patient allegations of failed left total hip arthroplasty. Stem and cup were noted to be stable. Dual mobility head and liner were implanted

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. There are warnings in the package insert that these type of events can occur and associated risks are addressed in risk documentation. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately six years post implantation due to metallosis and elevated metal ion levels. Revision operative report noted metallosis in the joint cavity and the femoral stem and acetabular cup were not revised, as they were stable. The femoral head was removed and replaced and a dual mobility bearing was implanted.